Event description:
It was reported by the customer that a pyxis medstation es system had a broken drawer. The customer reported that the main drawer was experiencing difficulties in both opening and closing, frequently becoming stuck and the issue was preventing access to the medications. The customer reported that the user experienced no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.